Manufacturer narrative:
We the manufacturer of the device performed our own investigation by gathering information form the clinic and performing the evaluation of the actual medical device involved in the event. The actual device involved in the event has been inspected in date december the 7th, 2023 by deka technician. The technician found the device not working and proceeded to evaluate the fault in order to find the root cause of the malfunction. The analysis performed concluded that the laser source of the device was exhausted and unable to generate sufficient energy. The laser source was then replaced with a new one and the device checked again. Following the replacement and the relative intervention and calibration needed for this kind of activity, the device has been evaluated and found working properly within specification. No other fault or alarm arose. The actual laser source that has been found exhausted was the one that device was manufactured with. That said, such laser source, was working since 2011 (estimated 12 years of service). Moreover, the expected service life of the device is set to 5 years. That said, this device is on service for more than double the expected time for service life. In conclusion, the root cause of the event has been determined to be a normal ageing of the laser source without any design deficiency that contributed to the event. The risk management file of the device code rmf_m103xx_01 has been evaluated for the risk relative to malfunction of the device due to components ageing and found not aligned for what concerns the probability of the event post-mitigation, in the light of the present event. The harm level post-mitigation has been also evaluated and found still adequate. Based on that the risk management file has been updated, for what concerns the probability of the above-mentioned risk, with a dedicated addendum document code rmf_m103xx_01_add01. Following the update, the risk management file has been evaluated and found still adequate without any modification to the overall risk-benefit ratio of the device. A remedial action has been performed in date december the 7th, 2023 with the repair of the device that has been restored to working properly within specifications. No other corrective action/preventive action/fsca is required. The present initial report has to be considered as a final report unless FDA has further questions.

Event description:
On october the 17th, 2023, el. En. Electronic engineering spa receive a communication from the (B)(6) hospital in which they require a technical intervention on the device smartxide2 due to a low-power alarm that made the device inoperative. Following this initial request our service department proceeded by contacting, via phone, the hospital in order to gather more detailed information on the failure and to book an appointment to repair the device. During this communication the hospital's personnel informed our service department that the failure was recorded immediately before a surgery where the device failed to go in "laser on" state (ready to perform laser radiation) and displayed a "low-power" alarm. At the time of the malfunction the patient was already anesthetized and ready for the surgery. It is unknown if the surgery was performed on the patient with alternative methods from the laser surgery. Anyway, the fact that the patient was sedated, and the surgery not possible due to medical device malfunction, it has been considered as an indirect harm and the event considered reportable. The actual device involved in the event has been subject to a preventive maintenance in october 2023 where the technician proceeded to perform all the expected checks on the device and found it working properly within specifications. The actual device involved in the event is a smartxide2 that is in service since 2011, for a total of 12 years. We, the manufacturer of device, became aware of the event on december the 4th, 2023 by specific communication of the service technician and clinic, and evaluated the event reportable, according to FDA 21 cfr 803 due to the fact that the patient reported an indirect harm due to the device malfunction. The actual device involved is a medical device smartxide2 which is marketed in the us territories with 510(k) k113504.